Event description:
It was reported that the customer had just gotten out of the hospital and had had issues with connecting reservoirs to infusion sets. The reason for the customer being in the hospital was not stated. Customer also stated he had an issue where insulin would not go through the tubing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.